Manufacturer narrative:
Event estimated dates. The UDI is unknown as the part and lot number is not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a definitive cause for the reported cerebrovascular accident could not be determined in this complaint. The reported patient effects of cerebrovascular accident (stroke) as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot number is not provided. Literature: ¿an appraisal of the association of clinical outcomes with the severity of regurgitant volume relative to end-diastolic volume in patients with secondary mitral regurgitation.¿

Event description:
This is filed to report stroke and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that may be related to the following: stroke and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "an appraisal of the association of clinical outcomes with the severity of regurgitant volume relative to end-diastolic volume in patients with secondary mitral regurgitation." No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.